Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed the motor test. The device was received with cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported receiving a motor error alarm during bolus. Customer stated that they use the sensor feature on the insulin pump and they were able to rewind the device. Customer's blood glucose reading at the time of the call was 162 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.